Manufacturer narrative:
Other, other text: b5: additional information: patient information for all of our pump errors are unknown. These pumps are provided to a local hospital that connects/disconnects the pump. Contact has asked them to start providing them with patient and detailed information when a pump errors since this seems to be happening more regularly. Reporter unable to provide photo. Cassette contained chemotherapy and was appropriately disposed of when disconnected from patient. Visual observation reported cassette was completely empty with air bubbles in the line. The device was a smiths medical cadd 100ml cassette lot 4271165, exp 4/8/27. Infusion time was 46 hours. Volume delivered was 6ml remaining on the pump but cassette was completely empty and alarming that ?no disposable connected). Flow rate was 2ml/hr. In a 100ml cassette bag designed specifically to hold the cadd legacy and 100ml cassette. D10: updated. H3: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; the tamper seal was intact. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified. Running three accuracy tests the pump was found to be working as intended and within the manufacturing specifications. No fault was found with the device. However, review of the device's event history logs, found no disposable and battery depleted messages which could possibly be the cause of the issue. It was recommended that the downstream occlusion sensor and upstream occlusion sensor be replaced as preventive action. No root cause was determined as no fault was found. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump infused volume faster than rate. There was no patient injury reported.